Event description:
A report was received that the patient had infection. It was noted that there was oozing and patients upper incision did not close. Antibiotics were given. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient had infection. It was noted that there was oozing and patient's upper incision did not close. Antibiotics were given. The patient was doing well.